Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with extreme light sensitivity in both eyes approximately two weeks post lasik. Dry and watery eyes were noted. Symptoms are greater in the right eye than the left eye. Topical steroid drop dosage was increased to every two hours in the right eye and four times a day in the left eye. Patient will taper steroid as directed. Patient noted that vision was not clear because eyes are uncomfortable. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, symptoms did not exist prior to surgery. Issues resolved 17 days post onset.